Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No abnormalities were found during visual inspection and functional testing of the returned product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the first handle used had issues with loading and unloading and was difficult to toggle. They replaced it with second handle wherein it has no issues in loading and unloading however the needle broke and fell into the cavity of the patient. A new operation and an x-ray was performed to locate, remove the broken needle and correct the issue. The hospital stay was extended, there was tissue damage reported, and incision time was extended.